Event description:
Consumer mailed in her pad noting that it sparked while using it.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the casing had been cracked which might have emitted sparks but no evidence of burn marks. During testing, no spark was produced.